Event description:
It was reported that the patient is experiencing urinary retention following the implant of an artificial urinary sphincter (aus) on 17mar2021. The physician placed a catheter and believes that the cuff might be too tight around the urethra. The patient having some leakage, it is possible that the catheter is opening things up. The patient is also experiencing bladder spasms and was instructed to contact the physician about the bladder spasms. The aus remains implanted and active.